Event description:
It was reported that the implantable cardioverter defibrillator, right ventricular, right atrial and left ventricular leads were removed due to patient death. The cause of death was not provided. Further information was requested but not received.

Manufacturer narrative:
The reported event was patient death. As received, only connector portion of a partial lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.